Event description:
Pt status post placement ti sagittal split plate, with change from wire to elastic traction, seven days after implantation. Before the removal of the plate, an x-ray showed the plate was broken. Surgeon removed the hardware.

Manufacturer narrative:
The device history record and raw material was reviewed, and no complaint related anomalies were found. The lot met all dimensional and visual criteria at the time of manufacture and release. The investigation could not be completed, no conclusion could be drawn, as the subject device was not returned.